Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment and noticed the faulty battery and power management board. We are awaiting a response from the customer before taking further action. A follow-up report will be submitted once we receive further information from the customer. \no report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during testing, the unit shut down without any alarm on the screen for the battery failure. There was no reported patient involvement.

Manufacturer narrative:
Ge healthcare performed a checkout of the device and found two batteries to be faulty. The batteries were replaced and the device now functions within the manufacturer specifications. Corrected data: the power management board was in functioning condition and was not replaced.